Manufacturer narrative:
(B)(4). The complaint device or data have not been received for evaluation. The customer complaint cannot be confirmed. A root cause could not be determined. Additionally it should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver had no audio output when the patient's blood glucose (bg) reached the low alert setting of 80mg/dl. The patient was at school and had a hypoglycemic event with a bg of 55mg/dl. The patient's teacher did not hear the alarms go off; however, the mother stated that her phone alarmed her twice, as intended. Patient's mother texted the teacher, who then, gave the patient three or four glucose tablets. After thirty minutes the patient recovered from the low. The patient was reported to be fine. No additional event or patient information is available.